Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The display adapter pcb and rtos (real time operating system) cpu were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.